Manufacturer narrative:
The device was tested onside and no failure could be drawn. The device fulfill its technical specification. The device recognized the obstruction and generated an audible and visible alarm.

Event description:
It was reported that the evita 2 dura alarmed for "tubus blocked" during ventilation. Reportedly, the patient died.